Manufacturer narrative:
Investigation: ninety nine sealed and one open 31g x 8mm pen needle samples were returned from lot. No. 8143576, cat. No. 320213. Visual examination was carried out on the opened sample and a bent patient end of cannula was observed. No shield was returned and no indentation on the hub was observed. Visual examination was also carried out on the twenty nine sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No manufacturing related issues were observed on the returned samples therefore no root cause can be identified.

Event description:
It was reported that needle on a 31g x 8mm bd micro-fine¿ insulin pen needle broke during injection. It was reported that the needle remained in the patient's tissue and needed to be removed. No information regarding medical intervention was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle on a 31g x 8mm bd micro-fine¿ insulin pen needle broke during injection. It was reported that the needle remained in the patient's tissue and needed to be removed. No information regarding medical intervention was reported.